Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The calibration data showed calibration failures. The rinse station was found to be overflowing. The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with creatinine jaffe gen.2 on a cobas c 503 analytical unit. The sample initially resulted in a creatinine result of 0.662 mg/dl when tested on the c 503 analyzer. The sample was repeated on a beckman analyzer, resulting in a creatinine value of 2.31 mg/dl. The customer accepted this result since it was more compatible with the patient's history.